Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08962. It was reported that an asymptomatic patient presented to a normal generator change. Noise was noted on the patient's atrial lead, but the physician did not plan to perform any intervention on it at the time. However, once the procedure started, physician noted insulation was absent on proximal end of both atrial and right ventricular leads. Both leads were capped and replaced during the same surgery. Patient condition was stable after the procedure.